Event description:
The customer reported that the anchor broke. On (B)(6), we received written communication of the event details: during the surgery the anchor broke on the proximal end, where it interfaces with the handle. The broken anchor was left in the patient. The surgery was completed implanting an additional 5.0 twinfix ti anchor. Patient had good bone quality. Site was prepared with usual instruments. It was reported that the surgeon is a good user of this device. Technique used is not available at this time.

Manufacturer narrative:
There is no product returning for device analysis. (B)(4).